Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53y68. Additional information was requested and the following was obtained: on the second firing, did the device staple? No. On the second firing, if the device stapled, was the staple line complete? On the second firing, did the device cut? No. Did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the firing knob broke off the device on the second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.